Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for the call was to get MRI information. The caller indicated that the MRI is for pre-op planning for a revision. The caller did not have patient information or any details about the reason for the revision.